Event description:
It was reported that 4 bd syringe 1.0ml 30ga 8mm hubs were damaged. The following information was provided by the initial reporter: the customer reported that the hubs were cracked before use.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0006050. D4: medical device expiration date: 2025-01-31. H4: device manufacture date: 2020-01-06. D10: device available for eval yes. D10: returned to manufacturer on: 2021-08-03. H6: investigation summary: customer returned (7) 1cc, 8mm, 30g syringes in an open poly bag from lot # 0006050. Customer states that the hub was cracked. All returned syringes were examined and all exhibited cracks in the barrel running from the (B)(4) unit marking to the flange. A review of the device history record was completed for batch# 0006050. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure (cracked barrel). H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date : unknown. (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 4 bd syringe 1.0ml 30ga 8mm hubs were damaged. The following information was provided by the initial reporter : the customer reported that the hubs were cracked before use.